Event description:
It was reported the patient had increased spasticity. It was noted that side port aspiration was done, but the results of the aspiration were not reported. There was a catheter revision and a new spinal portion was added to the catheter. The product issue was resolved, but the cause was not determined. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver lioresal baclofen. It was later noted the patient was also taking oral baclofen. Follow-up is being conducted to determine the nature of the issue, the patient¿s medical status prior to the event, and the patient outcome following the revision. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was stated that the spinal segment of the catheter was occluded.